Event description:
That patient was revised because of dislocation.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error or contribution regarding the reported event. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.